Event description:
In 2003, pt. Underwent implantation of two vads. 28 days later, cracks formed on both vads and were leaking silicone oil from within the casing. (Oil serves as a lubricant for the blood sac within the pumping chamber.) Cracks were sealed with bonewax and esmark bandage. Pt. Transplanted one week later.